Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation in the groin and right side following a fall on the device. The pain started in the area of the neurostimulator in the buttock, then radiated around the right front into her groin. Additional info received reported that a revision was planned for (B)(6) 2011, and the device had been turned off while waiting for the revision. It was later reported that the revision was performed and the pt had appropriate responses intra-operatively.